Event description:
It was reported to boston scientific that the patient's bladder was perforated during a uretropexie sling procedure. When the needle from the obtryx mesh sling system kit was removed from the body, tissue was attached to the notch. The patient did not require any treatment nor have any complications related to this event. The patient's condition was reported as "good."

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore, a failure analysis is not available. Other: product unavailable for analysis.